Event description:
Arthritis [arthritis]. Pain [pain]. Joint fluid was aspirated [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6), male, pt, with initials (B)(6), with history of gonarthrosis. The pt's medical history is significant for previous medical device implantation with artz (purified sodium hyaluronate) every two weeks until (B)(6) 2011. On (B)(6) 2012, the pt initiated his synvisc injection (hylan g-f20) at a dose of 2 ml in left knee. On the day of synvisc administration, pain developed and the pt had been enduring pain for about one week. On (B)(6) 2012, the pt developed arthritis. On (B)(6) 2012, the pt visited the hospital as an outpatient and his c-reactive protein was 0.60 (units not provided), 35 ml of joint fluid was aspirated and no analgesics were prescribed. The action taken with synvisc treatment was not provided. The outcome for the events of arthritis was unk and outcome of joint fluid was aspirated and pain was not provided. Relevant concomitant medications included diclofenac sodium and famotidine. The intensity for the events of arthritis, joint fluid was aspirated and pain was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not provide the relationship between synvisc and the events of joint fluid was aspirated and pain. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specifications result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.